Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the rad-8 consistently read 82%. The patient's mother took the patient to the hospital because of the low reading. A hospital oximeter read 100% o2 while the rad-8 read 82%. The customer is using (B)(4) sensor on the patient's foot and patient's finger. The customer indicated that the mother discarded the sensor and replaced it with a brand new sensor. No known impact or consequence to patient.